Manufacturer narrative:
The device was received for evaluation. During evaluation, the device speaker had low audio. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had low speaker tones. No additional information is available.